Manufacturer narrative:
A field service engineer was not dispatched. The customer replaced the probe wipe block, bleached the probe wipe tubing number 5 and replaced the diluent filters on the instrument. Finally, the customer ran startup and the instrument ran without any leaks. (B)(4). Customer resolved the issue.

Event description:
The customer reported a leak from the probe on the act diff instrument. The volume of the leak is unknown and was not contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. No erroneous patient results were generated in connection with this event.